Event description:
The user facility reported that the drop ceiling panels above the washer had become saturated with moisture and fell. No injuries, procedural delays or cancellations reported.

Manufacturer narrative:
A steris service technician inspected the unit and found the dyer blower assembly was worn which allowed condensation and water to leak. The technician replaced the dryer blower assembly along with associated gaskets and clamps. The washer was returned to service and no further issues have been reported. Unit was manufactured in 1999 and is under steris service contract. Preventive maintenance was completed on (B)(4) 2012, when washer was found to be operating properly.